Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the image acquisition system (ias) batteries trays were replaced. A system checkout was performed after replacing batteries. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part have been not received by manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, after plugging the imaging system into a power outlet for more than 24 hours the batteries were not charging. Representative stated that the imaging system was left powered on and the system ran out of power. There was no patient present at the time of the issue.